Manufacturer narrative:
Secondary surgery - (B)(4) (refractive surprise) - (B)(4).

Event description:
The reporter stated, the surgeon implanted an implantable collamer lens. The icl was explanted due to low vaulting and a refractive surprise. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.